Event description:
On (B)(6) 2025, the user reported difficulty turning the connector to the right while changing the cartridge. The agent verified the issue with a connector and confirmed that using a second connector resolved the problem. The user successfully completed the cartridge installation and had no further questions. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.